Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Reportedly, customer resumed insulin and continued to use pump for insulin therapy.